Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 21st october 2010 and performed to specification up to the 17th january 2011. The pad-pak was removed and reinstalled on four occasions for periods up to two months. Self-test fails were recorded on the 2nd february 2011, later on this date an increase in voltage suggests a further pad-pak was installed. An additional manual power up was recorded later that day. The pad-pak was removed and then reinstalled with the device passing a self-test. Temperatures were recorded below the recommended minimum stand-by temperature. An in range patient impedance was detected on three occasions between the 1st-8th october 2014. No shock was advised in all instances. Multiple manual power ups of ten minutes duration were observed in the device memory between the 2nd november 2015 and the last log entry on the 3rd february 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The green status led and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.